Event description:
A medtronic rep reported the cannulated tap is clogged. This event was discovered outside the operating room and no pt was present.

Manufacturer narrative:
No pt was present at time of report. Part returned unused.